Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited an "error 1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be damaged with cracked front and rear housing. Investigator's was unable to download the event history logs. During investigation the device was powered up and alarmed ec 1720 displayed which is an issue with the back-up capacitor. The customer stated problem was confirmed. According to the investigation, the back-up capacitor was the cause of the reported problem. Service replaced the back-up cap to correct the reported problem. The problem source of the reported problem is unknown.